Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced four plunger clamps, two 70-cables, and two 70-cables in the reported problem area of the pipette assembly. The instrument was inspected, tested without further problem, and returned to service.